Event description:
It was reported that a device was used during a low anterior resection. The device fired without incidence. Upon checking the staple line the surgeon indentfied leakage. The surgeon placed a colostomy to complete the case.